Event description:
Reference 1640319-1996-0359. The system was implanted in 5/95 in a 79 yr old man who has had a previous stroke, leaving him partially paralyzed. The implant was done at another hosp. The pacer was last checked six months ago. Some time in the last two months, the pt had a syncopal episode. The pt's healthcare nurse, witnessed this episode, and claims that the pt had no pulse or vital signs.